Manufacturer narrative:
Concomitant medical products: a2dr01 ipg; 5076-45 lead, implanted :(B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation, nerve stimulation, and diaphragmatic stimulation when the right ventricular (rv) lead dislodged. High thresholds and no capture was also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.